Event description:
It was reported that a lead integrity alert (lia) had triggered on the patient's implantable cardioverter defibrillator (ICD). Oversensing of noise was observed on the right ventricular (rv) lead during recorded non-sustained tachycardia (nst) episodes and a high number of short interval counts (sic) were also noted. The lead was capped during a subsequent routine device changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284vrc device implanted: 2009-(B)(6). (B)(4).